Event description:
Breast augmentation in 2010 w mentor smooth round hips profile saline implants under the muscle. Become debilitated in 2012 with chronic pain in bones (arms, legs, & hands), nausea, migraines, mal-petite seizures, brain fog, weakness, hair loss, anxiety, insomnia, chronic fatigue, numbness, vertigo, chronic inflammation, etc. I have not been able to work due to how debilitating my symptoms are. Finally explanted- explant with capsulectomy on 12/23/2019 and I am already 90% better. The implants were indeed causing of my symptoms and now I know it¿s true. FDA safety report ID # (B)(4).